Manufacturer narrative:
Insulin pump was received with torn keypad overlay, severely scratched display window, cracked reservoir tube lip and scratched case. (B)(4).

Event description:
The customer reported via phone call that after going on a roller coaster ride, the screw on the seat tore the plastic part of the act button on the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.